Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found. Lot release records were reviewed and the product lot met all acceptance criteria. Model: ent450: 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer reported his blood glucose reached 19.1mmol/l (343.8mg/dl) while wearing the pod between 4 and 24 hours. He also stated the cannula was kinked.